Event description:
It was reported to baxter (B)(4) that the reservoir of a ce intermate sv 200 had ruptured during filling. According to the report, the device was being filled with a solution of natrium chloride when the reservoir ruptured. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. The root cause for this condition is under investigation. This is a single use device and will not be repaired.